Event description:
It was reported to medtronic minimed that the customer experienced pump error 82, pump error 4, pump error 43, pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer was able to clear the error but customer did not items available to continue troubleshooting. Error table displayed that pump replacement was required. The customer was able to clear the error and successfully complete fill canula delivery test. Error table displayed that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Product mmt-1886 is expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82, 43, 4, and 53 alarms were noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 alarm was found in the traces on 12/14/24 12:00:00 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump error 43 occurred @ 12/14/24 12:00:00, pump error 4 occurred @ 12/14/24 12:04:20, and pump error 53 occurred on 12/14/24 @ 12:04:20 & 12:13:18. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found a tiny speck of previous moisture presence on the force sensor flex cable terminal. In summary, pump error 82, 43, 4, and 53s are found in the pump's history. All pump errors are due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.